Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ra lead was performed. The complete lead was returned. Detailed analysis and testing were not performed. Visual inspection could not confirmed the reported ra lead dislodgement allegation as compared the lead with another 4480 lead, the j-shaped is the same. Thus, the ra lead met specifications during testing.

Event description:
Boston scientific received information that the patient exhibited loss of capture and pacing inhibition due to right atrial (ra) lead dislodgement. Repositioning of the lead was performed however, it was unsuccessful after several attempts due to placement difficulty. The ra lead was then explanted. It was observed that the lead was no longer in the pre-formed j-shaped as intended. No additional adverse patient effects were reported.